Event description:
It was reported that subsequent to a device change the right ventricular (rv) lead exhibited increasing impedances. The lead remained in use, and no actions were taken. However, the rv lead was scheduled for extraction and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).